Manufacturer narrative:
B5: during follow up, it was clarified that the female connector (dark blue part) separated from the main body of the transfer set when the patient disconnected from the patient line of the cassette. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the transfer set; further described as the tip of the transfer set came off. This issue occurred when disconnecting from the cycler after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.